Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, he was having issues with his insulin pump. Customer stated he had bought batteries on sunday for the insulin pump and since then has changed them out eight times. The insulin pump continues to alarm failed battery test and none of the batteries are working. The customer didn't recall his blood glucose level. Troubleshooting was performed for the blank display and no anomalies were noted. The customer was advised the device to discontinue use of the device, revert to backup plan, and the device need to be replaced. Troubleshooting for failed battery wasn't performed due the results of the blank display troubleshooting. The customer agreed to return the device for analysis.

Manufacturer narrative:
No failed battery test alarm or blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.